Event description:
On (B) (6) 2010, the reporter contacted lifescan (lfs) on behalf of her husband alleging that a one touch ultra test strip bottle contained incorrect test strips. The patient informed the reporter that he had just purchased a box of 25 one touch ultra test strips from a pharmacy on (B) (6) 2010. The patient reportedly opened the box and test strip vial at around 11:00 pm that same day and noticed that the test strips appeared to be different and would not work with his one touch ultramini meter. Through troubleshooting, the customer service representative (csr) noted that the one touch ultra test strip vial incorrectly contained one touch select test strips. According to the reporter, the test strip box and vial were labeled as one touch ultra test strips. Due to not being able to test, the reporter claimed that the patient developed low blood glucose symptoms of shakiness and a cold sweat at 11:20 pm that same night. The patient administered self-treatment by consuming a glucose pill and eating grapefruit at 11:35 pm. The self-treatment helped to relieve his symptoms. The meter, test strips, and control solution were replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the reporter claimed that the patient developed symptoms suggestive of severe hypoglycemia as a result of not being able to test because of the alleged issue.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.